Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 39 mg/dl with dizziness and irritability associated with intermittent power and priming while attached to the pump. It was reported that the battery cap was unable to be tighten to the pump and at the time of the power interruption, the yellow o-ring was visible. The reporter stated that the patient¿s bg was 109 mg/dl prior to the incident of power loss and subsequently primed while attached to the pump resulting in the low bg of 39 mg/dl. It was reported that a change of hormones and activity also contributed to the bg excursion. Reportedly, the patient discontinued pump therapy and received oral carbohydrates as treatment as needed. This complaint is being reported because the patient allegedly experienced hypoglycemia due to intermittent power and use error in priming while attached to the pump.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.